Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing high blood glucose (bg) level was 530 mg/dl and the cause was not known. A correction bolus was delivered to address the bg level. A pump system check was performed and no device issue was identified. Pump therapy was resumed. The contact reported that the bg was decreasing.